Manufacturer narrative:
G4: 21feb2020. B4: 27feb2020. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the ventilator passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23apr2020. B4: 24apr2020. The touchscreen was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
It was reported that the ventilators touchscreen was not working. There was no patient involvement.